Event description:
Pt's family members reported the pump will not operate for more than 10-15 minutes at a time. Reporter stated the bellows on the administration set stays compressed and halts the feeding. Reporter disconnected the administration set from the pt to verify no flow. Pump does not alarm occlusion. Screen indicates the infusion is proceeding normally. There was no illness, injury or medical intervention resulting from the event. This device is only used on weekends when the family needs to go out. One pt involved.